Event description:
At about 2 months after the primary surgery, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the reverse liner, metaphysis and lateralized glenosphere. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23-aug-2022: lot 2112133: (B)(4) items manufactured and released on 11-oct-2021. Expiration date: 2026-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Other devices involved: batch review performed on 23-aug-2022: reverse shoulder system 04.01.0211 lat. Glenosphere 39xø27 (k193175) lot 2117353: (B)(4) items manufactured and released on 08-mar-2022. Expiration date: 2027-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.